Manufacturer narrative:
H3: findings/root cause: the suspect device was not returned for evaluation. However, the customer was able to provide log files for further investigation. Tech support reviewed the logs and verified both a defective blower and the mainboard were identified as defective. The customer's reported complaint was able to be confirmed, however, without returning both components it could not be determine which component was the actual root cause.

Event description:
Additional information received indicates that no product was returned, however an investigation was completed.

Manufacturer narrative:
File identification: (B)(4). G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the bellavista device exhibited an alarm for error 401 and 316. There was no patient involvement.